Event description:
The pharmacist reported that the patient received bilateral injections of orthovisc on (B)(6) 2015 and post injections (one in each knee) the patient experienced severe pain, redness, and swelling in each knee and stated that the patient went to the emergency room the same day and was prescribed cataflam for the pain. The patient has a thyroid medical history. The patient has allergies to aspirin and fish.

Manufacturer narrative:
The batch record for lot number n140055b was reviewed. All final specifications including product sterility were met and passed.